Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that the receiver displayed assert on (B)(6) 2016. The patient's daughter did not report injury or medical intervention. No additional patient or event information is available.